Event description:
It was observed that during the device evaluation, the distal end plastic cover of the bronchovideoscope was dented and burnt. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The following was identified during the device evaluation: leaking and tear from the bending section cover. A root cause could not be identified. The investigation findings did not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.